Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent changes in impedance measurements with no conclusive evidence of a product performance issue or inadequate lead-to-device connection. Engineering analysis and testing of returned products has determined that repeated, small movements of the lead terminal ring along with variances in the connection contact force and surface roughness can impact the connection between the spring contact and the lead ring, resulting in intermittent changes in impedance measurement. Review of labeling determined the complaint situation was listed in the manual. There was no indication in the complaint that the product was not used in accordance to labeling. The manual was unlikely to be the cause of the reported complaint; translation, wording, or graphics does not require further review.

Event description:
It was reported that this pacemaker system with a non-boston scientific right ventricular (rv) lead exhibited high out of range impedance measurements and lead safety switch (lss) was triggered. This patient was a pacemaker dependent. Technical services (ts) was consulted and provided reprogramming recommendations to avoid oversensing and pacing inhibition. This pacemaker remains in service. No adverse patient effects were reported. Additional information was received, the clinical field representative confirmed that there was a pacing inhibition, and the patient is planned to have a reimplant. This pacemaker remains in service. No adverse patient effects were reported. Second additional information was received, this non-boston scientific rv lead was explanted due to advisory and successfully replaced with a boston scientific rv lead. Subsequently, the pacemaker was replaced as was the associated non-boston scientific lead. This pacemaker has not returned to boston scientific. No additional adverse patient effects were reported.

Event description:
It was reported that this pacemaker system with a non-boston scientific right ventricular (rv) lead exhibited high out of range impedance measurements and lead safety switch (lss) was triggered. This patient was a pacemaker dependent. Technical services (ts) was consulted and provided reprogramming recommendations to avoid oversensing and pacing inhibition. This pacemaker remains in service. No adverse patient effects were reported. Additional information was received, the clinical field representative confirmed that there was a pacing inhibition, and the patient is planned to have a reimplant. This pacemaker remains in service. No adverse patient effects were reported.